Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock. The patient had undergone a fistulogram and felt the shock shortly after waking from the procedure. It was noted that the patient had gone into bundle branch block (bbb) which changed the morphology and resulted in oversensing. The vector was reprogrammed from primary to secondary. Approximately eight months later, the patient received an additional inappropriate shock after going into bbb. Programming the smart pass feature off was discussed to reduce the oversensing. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock. The patient had undergone a fistulogram and felt the shock shortly after waking from the procedure. It was noted that the patient had gone into bundle branch block (bbb) which changed the morphology and resulted in oversensing. The vector was reprogrammed from primary to secondary. Approximately eight months later, the patient received an additional inappropriate shock after going into bbb. Programming the smart pass feature off was discussed to reduce the oversensing. No adverse patient effects were reported. This report will be updated should further information become available.